Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patient was getting two coupling bars since their lead revision surgery on (B)(6) 2018. The manufacturing re presentative suspected swelling at the pocket site. The antenna locate test showed 68 to 74 range. It was reported that the rep would meet with the patient again after the swelling subsides to check recharging. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on 2018-01-18. It was reported there could still be some swelling over the ins that may be interfering with coupling. The patient was going to follow-up in a week to see if the swelling had subsided and the coupling was better. Additional information was received 2018-01-23. The representative met with the patient and they were still getting no more than 2 coupling bars. The representative tried their insr with max 2 coupling bars. It was recommended that caller get an x-ray to confirm flipped battery. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the patient was in a clinical study. On a visit on (B)(6) 2018, it was noted that the patient was having difficulty charging; no programming changes were made due to the battery being dead. It was noted that the plan was for the patient to follow-up as needed for reprogramming. On a visit on (B)(6) 2018, it was reported that the patient had been having difficulties charging their device for the past week and was only able to achieve two bars on the recharging device out of the maximum 8 bars. The patient was placed under fluoro and images were obtained that appeared that the device could be flipped based on the positioning of the implantable pulse generator (ipg) and how the lead wires were connected. It was noted that the event occurred at the neurostimulator pocket, was possibly related to the device or therapy, and unlikely related to the implant procedure. The device diagnosis was a neurostimulator inversion. Interventions taken included repositioning the device. It was noted that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the cause of the dead battery was due to the implantable neurostimulator (ins) being flipped, and therefore the patient could not charge. The ins was repositioned on (B)(6) 2018. No further complications were reported or anticipated.